Event description:
Customer reported he was changing the infusion set and the device alarmed compromised force sensor system. Customer's blood glucose was 106 mg/dl. The device was not dropped or bumped prior to alarm occurring. Customer reported the drive support cap was flush and does not recall pressing the cap while connected. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.